Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During preventative maintenance, the level sensor could not make contact with the sensor wall. The sensor was replaced. There was no reported adverse consequence to a pt as a result of this event.